Event description:
The account alleged that the head function on the side rail is not functioning correctly. When the head down button is pressed, the head will lower but when the button is released, the head will run back up on its own. There were no reported injuries.

Manufacturer narrative:
The account replaced the side rail cable and outer switch to resolve the issue.